Manufacturer narrative:
Was used for the cardiac injury since there is no code available which best describes an unspecified cardiac injury. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac injury and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.